Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that the root cause of the issue was that messages were not crossing over, causing delays in patient information and pharmacy orders. The epic_adt_rx interface had been in delay status for over 2 hours and 24 minutes, which prevented message processing and delayed patient and order data. A technical support specialist resolved the issue by restarting critical services on the es server (external messaging service, external communication service, pyxis internal inbound processors service, net.pipe listener service, net.tcp listener adapter, net.tcp port sharing service, and world wide web publishing service), attempting deployment of the interface services utility cce package via rss dashboard (which failed), mapping cce server services from the es server, and manually restarting cce services. After these corrective actions, message processing resumed, the backlog decreased from 18, 235 to 0, and hsv showed no further patient information or pharmacy orders delayed/down errors. The customer confirmed that new patients and orders were crossing over successfully. The system functioned as intended after the technical support specialist completed the troubleshooting.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user informed patient information was delayed and patient not crossing over. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.